Event description:
It was noted on routine remote transmission there was significant battery drain over past 6 months (estimated 10.6 years around mid-2018 to 4 years around mid-2019). Bsc tech support contacted and engineers confirm premature battery drain. Recommends pacemaker be replaced within 60 days. Manufacturer response for pacemaker, l321 accolade el (per site reporter). Replace pacemaker within 60 days.